Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was leaking too much. One night, it ran out on the way to the bathroom. This happened just one time. They wanted help to use the patient programmer to increase stimulation. The patient experienced a loss or change of therapy. They were not feeling stimulation and the therapy was on. The patient was on program 3 at 5 volts and they increased to 5.2 volts. They still did not feel stimulation in the correct area. The leaking and episode where it ran out before the bathroom occurred in (B)(6) of 2015. The patient had an appointment with the doctor scheduled for (B)(6) 2016. The consumer further reported that the patient had a gradual return of urinary symptoms and was not getting therapy benefit since implant on (B)(6) 2015. The patient was wetting the pads more than they thought they should be. There were no trauma or falls related to the issue. The health care provider (hcp) told the patient's spouse that wires 3 and 4 were disconnected in (B)(6) 2016. The leads or wires had come loose or were disconnected or something. The patient had a return of newer bowel symptoms within the last couple of weeks in (B)(6) 2016. The patient was going out walking and had bowel movement accidents. The patient had been having bowel movements and didn's even know it. The bowel movements were not something new, but the patient having bowel movements and not even knowing about it was new. The patient's spouse was able to use the programmer and verified stimulation was currently on. The programmer was showing program 2 and they increased stimulation to 6.0v, which was comfortable sitting, standing, and walking. There were programs 3 and 4 still on the programmer for the patient to use. The indication-for-use (IFU) was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.